Event description:
Healthcare professional reported, that "pain" was caused by the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, one opening crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.- one opening crease smooth in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d9,h3,h6.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Additionally, patient reported "pain." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Additionally, patient reported "pain." Device remains implanted.